Event description:
A plv 100 portable volume ventilator was returned to respironics because it was no longer needed by the user. No problem was reported at that time. Service personnal discovered that the audible alarm did not function properly. There was no injury to the pt, as the problem was discovered during routine servicing.